Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided still image of the angiogram was reviewed. The technical investigation of the returned instrument revealed that the stent is displaced by about 135 mm in proximal direction. The stent is deformed at its distal end, i.e. Several struts are bent outwards. Stent imprints on the exposed balloon surface indicate the stent was initially crimped in between the two radiopaque markers. The balloon is well folded and shows no signs of inflation. The provided angiogram was reviewed. The actual complaint event is not visible. The angiographic material does therefore not provide further relevant information regarding the root cause of the complaint. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU clearly states not to re-insert the orsiro stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in the mildly tortuous proximal cx. The pre-dilated lesion could not be crossed and the device was removed. Additional pre-dilatation was performed and the same orsiro was re-inserted and did not cross the lesion again. After removal, it was detected that the stent was dislocated on the shaft of the delivery system. Another stent was finally deployed. A guidezilla 6f extension catheter was used during procedure.